Event description:
It was reported that the customer was hospitalized for high blood glucoses. The doctor had written "check out the pump". The customer had the reservoir out of the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.